Event description:
It was reported that a female patient who underwent breast augmentation with a 350cc mentor memorygel breast implant experienced right sided hematoma post procedure. As a result, replacement with a new 350cc mentor memorygel breast implant was performed on (B)(6) 2021.

Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. A hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 9617842 number, and no non-conformances were identified. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On january 24, 2022 mentor became aware that the serial number was erroneously omitted from the initial report. The correct serial number has been populated in this report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on february 9, 2022. The investigation of the returned device was completed by the failure analysis lab on february 22, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have a tear measuring 1.0 cm on the anterior view. Microscopic examination was performed on the edges of the rupture and parallel striations were found in an area of the tear measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).